Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 2.5+ cnstr lnr (cat# 320-42-13 / sn# (B)(4)); rev torque screw (cat# 320-20-00 / sn# (B)(4)); +10 hum tray (cat# 320-10-10 /sn# (B)(4)); 13mm hum stem (cat# 300-11-13 / sn# (B)(4)); glen locking screw (cat# 320-15-05 / sn# (B)(4)).

Event description:
This patient had his primary surgery in of (B)(6) 2019, then he was dislocating so the doctor revised him. He pulled out the stem, tray, and liner. He also replaced the glenosphere. The +10 tray disassociated from the stem. The screw on the disassociated tray was not broken or stripped.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of incomplete seating of the torque defining screw during the index surgery, allowing for the humeral tray to disassociate from the humeral stem. The disassociation of the torque defining screw likely contributed to the reported dislocations. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, this patient was dislocating and was revised. The surgeon replaced the stem, tray, liner, and glenosphere. The +10 tray was disassociated from the stem. Dr. Wright tightened the screw himself when the shoulder was put in, so he is confident the torque kit was tight. The screw on the disassociated tray was not broken or stripped. He would really like to know the results of any investigation into this experience report. The initial date of surgery was (B)(6) 2019.

Event description:
As reported, this patient was dislocating and was revised. The surgeon replaced the stem, tray, liner, and glenosphere. The +10 tray was disassociated from the stem. Dr. Wright tightened the screw himself when the shoulder was put in, so he is confident the torque kit was tight. The screw on the disassociated tray was not broken or stripped. The initial date of surgery was (B)(6) 2019.